Event description:
It was reported that, while in surgery the stem extensor fractured (possibly because of over torquing). No adverse consequence to patient or user, surgeon implanted new.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.